Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the large intestine during an open colectomy, the stapler stuck and could not be fired. A new reload was used and worked properly. There was no patient injury.